Event description:
A troponin I result flagged as outside assay range was obtained. The required laboratory procedure was incorrectly followed and an incorrect result was reported. The laboratorian realized their mistake and corrected the error before any treatment was given. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is user error. The operator manually entered an incorrect number. The instrument is performing within specifications. No further evaluation of the device is required.